Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 occurred during the load process. Blood glucose was 153 mg/dl. Reportedly, customer successfully reloaded the cartridge to address the event.